Event description:
Caller reported that the pump screen was blank, although it was functioning with background lighting and alerts. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.